Event description:
We have been informed that during vitrectomy surgery, with the lens in the fundus (previous phaco surgery was performed with bad output), the surgeon tried to do a phaco fragmentation with the needle 3005.f106. During this procedure the surgeon noticed a little piece of iron in the eye (part of the needle). This little piece of metal caused a small bleeding two or three times in the retina. During the change of the needle, for the elimination of the fallen lens, the iop into the eye failed and produced a choroidal detachment. The surgeon was able to remove the piece from the eye. Due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
Preliminary results confirmed that the needle broke, but the cause is still unknown. Obtain more information on the use of the product from the reporter.

Event description:
We have been informed that during vitrectomy surgery, with the lens in the fundus (previous phaco surgery was performed with bad output), the surgeon tried to do a phaco fragmentation with the needle 3005. F106. During this procedure the surgeon noticed a little piece of iron in the eye (part of the needle). This little piece of metal caused a small bleeding two or three times in the retina. During the change of the needle, for the elimination of the fallen lens, the iop into the eye failed and produced a choroidal detachment. The surgeon was able to remove the piece from the eye. Due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this product one disposable 23g phaco needle was received for examination. The examination confirmed that the needle broke, but cause could not be determined. In general, it should be noted that insufficient irrigation, and therefore insufficient cooling, is the most likely cause for the phaco needle to break during use. Since lack of irrigation may have various causes, including, but not limited to improper placement of the phaco sleeve or unfavorable settings, a main contributor the failure could not be determined. Device history record did could not be performed due to unknown batch number. It should be noted that this is the first reported instance of this type of needle breaking since last 5 years. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined using failure mode as reported ph-needle-broken and all types of phaco needles (including disposable ones). It should be noted that not all cases occurred during use on patient. To determine the number of surgeries in which the reusable products were used is not straightforward, but it can be concluded that the number of surgeries performed with the products is greater than the number of products in the table above. The incident that is the subject of this case is included in the table above.

Event description:
We have been informed that during vitrectomy surgery, with the lens in the fundus (previous phaco surgery was performed with bad output), the surgeon tried to do a phaco fragmentation with the needle 3005.f106. During this procedure the surgeon noticed a little piece of iron in the eye (part of the needle). This little piece of metal caused a small bleeding two or three times in the retina. During the change of the needle, for the elimination of the fallen lens, the iop into the eye failed and produced a choroidal detachment. The surgeon was able to remove the piece from the eye. Due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.